Event description:
New information received noted that the backup vvi mode was discovered prior to a normal generator changeout procedure. Patient was asymptomatic and unaware of the issue. Device was explanted and replaced on (B)(6) 2021. Patient had no consequences as a result of the procedure.

Manufacturer narrative:
Final analysis confirmed the event of back-up mode. Device was received normal condition operating in bvvi mode. Analysis of device image displays device went into backup mode due to transient nmi. Further analysis performed after reloading product code exhibited normal device characteristics with battery voltage above eri level. Longevity assessment was performed, and implant duration exceeds projected longevity based on field settings.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with their pacemaker in backup vvi mode. No intervention, patient symptoms, or patient status after the event were reported.